Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted due to sui with hypermobile urethra.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced incomplete bladder emptying, penumaturia, and recurrent urinary tract infection.(B)(4).

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy, right retrograde pyelography with fluoroscopy guidance, balloon dilation/ureteroplasty of right ureteropelvic junction, placement of a 24 cm length endopyelotomy stent on (B)(6) 2012 due to right ureteropelvic junction obstruction. It was reported that patient underwent lap. Lysis of adhesions, lap. Repair of ventral hernia on (B)(6) 2013 due to chronic abdominal pain s/p incisional hernia repair. It was reported that patient underwent cystourethroscopy, right retrograde pyelography with fluoroscopy guidance, right ureteroscopy, placement of double-j ureteral stent, right side on (B)(6) 2013 due to air in the urine, r/o enteric fistula. It was reported that patient underwent cystourethroscopy, transurethral instillation of 100 units of botox on the posterior wall of the bladder on (B)(6) 2014 due to urinary urgency, frequency, sui and neurogenic bladder. (B)(4).